Event description:
It was reported that an alert for non-sustained lead noise was received for an asymptomatic patient through remote monitoring. The lead remains implanted and no further issues were observed after device change out. The patients condition is stable following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.